Manufacturer narrative:
This product was received for evaluation and the reported failure was confirmed. Tech services plugged in the customer's baton to the monitor, powered it on and the image appeared. The baton was manipulated and the image cut out. The faulty baton was replaced. Additional part used: portable video monitor, gvl-2000; catalog: 0231-0003; sn: (B)(4). This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a gs pgvl video baton 3-4, the device showed a "video 1, no signal" error. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.